Event description:
An ophthalmic surgeon reported that a problem occurred with the phaco tip during a procedure. A piece of metal detached from the tip and was found in the eye via the irrigation. The metal was removed from the anterior chamber with the use of tweezers. The pt's current status was reported as "very good". There was no pt harm reported.

Manufacturer narrative:
One kelman phaco tip was received for eval for "a piece of metal detached from the tip and was found back in the eye via the irrigation". A visual inspection was performed using 30x magnification. The distal tip is intact and appears to have been used. The threaded end (hub end) show significant signs of damaged threads. There was also a "chunk" of the flange still hanging on and formed a silver. No lot number was identified with this complaint; therefore, the mfg device history record for this complaint could not be reviewed. The root cause is damaged threads. There is evidence that the complaint sample had been improperly installed onto the handpiece which resulted in the damaged threads. Since the thread interface between the handpiece and the phaco tip is in the irrigation path, this would explain the broken piece found in the eye. All phaco tips are 100% visually inspected by trained operators. (B)(4).